Event description:
It was reported that during drain removal, the omentum was aspired. The surgeon pushed the omentum back into the cavity without surgical intervention. A low pressure reservoir was being used with the drain. It cannot be confirmed if suction was discontinued prior to removal of the drain. There was no adverse pt consequence.